Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #12, it was verified its non-osseointegration. The implant was immediately carried out, immediate load was not executed and bone graft was performed.